Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up it was noted that noise was seen on the atrial lead as well as out of range pacing impedance measurements during provocative maneuvers. P waves and pacing thresholds could not be measured during noise episodes. A connection was suspected but x-ray showed that the atrial lead was properly seated in the device header. The patient was feeling unwell but no signs of increase heart failure was noted. A possible revision was discussed. A download from the programmer as well as electrocardiograms were sent for technical review. The system remains implanted at this time. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted that the signal noted on the real time and stored electrocardiogram appeared to be regular in frequency and amplitude, while the amplitudes appeared high on the stored electrocardiograms. Ts noted that the minute ventilation being programmed on would cause such noise. Ts also discussed a possible suboptimal connection but this was not confirmed as no x-ray was provided. Ts requested a save to disk or x-ray to be provided for further review and analysis. Additional information noted that it was confirmed on x-ray that the pin looked fully inserted, and a combined follow up and device settings reports was sent to ts for further review. Additional review by ts noted that suspected suboptimal connection with the right atrial lead insertion was noted. Ts noted that the arrhythmia logbook show quite numerous amount of atrial tachycardia/atrial fibrillation episodes and the majority are caused by noise. The minute ventilation sensor function was also discussed. Ts discussed performing a system revision due to the possible ra lead connection. Additional information noted that a possible revision will be performed in the near future. The outcome will be provided upon any updates to the system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted foreign materials of the lead barrels that may hamper lead insertion. The proximal connector spring in the ra lead barrel appeared normal, and is not deformed or kinked. In addition the left ventricular seal plug was missing. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently this device was explanted and returned. No additional adverse patient effect were reported.